Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter on post operative open posterior and middle vault cranial expansion with autologous bone grafting, one patient with early post-op courses that were initially uncomplicated with routine healing of surgical sites followed by an acute change in site appearance with scabbing and inflammation. The patient at 8-9 weeks post-op, developed wide thick scabbing along interspersed areas of the incision line and new drainage from the site. The patient was taken back to the operating room for exploration, debridement and washout of the incision. Intraoperatively, no full-thickness wounds or defects were found nor was there any expressible drainage or purulence from the underlying surgical site through the incision. Robust hypergranulation tissue was encountered at the sites of debrided scabbing that was chemically cauterized with silver nitrate.